Event description:
It was reported that the patient has been rewarming since 04:30. Patient temperature was dropping and water temperature did not seem to be increasing. Patient temperature was 36.3c dropped to 36.1c in the last hour. Four pads connected with no exposed abdomen. Nurse denied any shivering, microshivering or seizures. Patient temperature was 36c, target temperature was 37c, water temperature was 28.8c. Tdi was 1 bar trending downward. Patient temperature 1 was 36c (temperature sensing foley), patient temperature 2 was 35.8c (rectal). Outlet monitor temperature (t1) was 29.3c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.2c, chiller temperature (t4) was 4.1c, water flow rate was 2.7 lpm, inlet pressure was -7 psi, circulation pump command was 66 percent, mixing pump command was 0, heater was 16, water reservoir level was 5, system hours was 5174, pump hours was 4178.4. Mis walked through draining 16 ounces of water from right drain port. Mis started therapy and device stabilized at 3.2 lpm with water temperature was 38.3c and climbing. Mis advised to call back with any additional questions or concerns. Second call from same day nurse stated had overfill. Nurse drained water from the device and reached target temperature , but now patient temperature was over target temperature . Target temperature was 37c, patient temperature 1 was 37.8c (temperature sensing foley), patient temperature 2 was 24.4c (rectal), patient temperature 3 was 38c (rectal probe on monitor). Outlet monitor temperature (t1) was 37.8c, outlet control temperature (t2) was 24.4c, water flow rate was 1.6 lpm, water temperature was 22.7c, system hours was 5174, pump hours was 4178.4. Patient was 84kg using size medium pads, but nurse stated there was no exposed abdomen. Nurse was using a bair hugger but has since removed it. Removed rectal probe seeming to be reading wrong. Mis suggested nurse check for any other sources of heat generation (such as feeling the jaw for shivering). Device seemed to be working as it should to get to target temperature. Mis offered to call back and nurse stated would give a call back if needed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an outlet water temperature regulation error. However, this cannot be confirmed. Nurse had called earlier to report that the patient was not warming as expected. Four pads connected with no exposed abdomen. Nurse denied any shivering, microshivering or seizures. Nurse drained water from the device per mis suggestion and reached target temperature, but now patient temperature was over target temperature. Target temperature was 37c, patient temperature 1 was 37.8c (temperature sensing foley), patient temperature 2 was 24.4c (rectal), patient temperature 3 was 38c (rectal probe on monitor). Water flow rate was 1.6 lpm, water temperature was 22.7c, system hours was 5174, pump hours was 4178.4. Patient was 84kg using size medium pads, but nurse stated there was no exposed abdomen. Nurse was using a bair hugger but has since removed it. Removed rectal probe seeming to be reading wrong. Mis suggested nurse check for any other sources of heat generation (such as feeling the jaw for shivering). Device seemed to be working as it should to get to target temperature. Mis offered to call back and nurse stated would give a call back if needed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient has been rewarming since 04:30. Patient temperature was dropping and water temperature did not seem to be increasing. Patient temperature was 36.3c dropped to 36.1c in the last hour. Four pads connected with no exposed abdomen. Nurse denied any shivering, microshivering or seizures. Patient temperature was 36c, target temperature was 37c, water temperature was 28.8c. Tdi was 1 bar trending downward. Patient temperature 1 was 36c (temperature sensing foley), patient temperature 2 was 35.8c (rectal). Outlet monitor temperature (t1) was 29.3c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.2c, chiller temperature (t4) was 4.1c, water flow rate was 2.7 lpm, inlet pressure was -7 psi, circulation pump command was 66 percent, mixing pump command was 0, heater was 16, water reservoir level was 5, system hours was 5174, pump hours was 4178.4. Mis walked through draining 16 ounces of water from right drain port. Mis started therapy and device stabilized at 3.2 lpm with water temperature was 38.3c and climbing. Mis advised to call back with any additional questions or concerns. Second call from same day nurse stated had overfill. Nurse drained water from the device and reached target temperature, but now patient temperature was over target temperature . Target temperature was 37c, patient temperature 1 was 37.8c (temperature sensing foley), patient temperature 2 was 24.4c (rectal), patient temperature 3 was 38c (rectal probe on monitor). Outlet monitor temperature (t1) was 37.8c, outlet control temperature (t2) was 24.4c, water flow rate was 1.6 lpm, water temperature was 22.7c, system hours was 5174, pump hours was 4178.4. Patient was 84kg using size medium pads, but nurse stated there was no exposed abdomen. Nurse was using a bair hugger but has since removed it. Removed rectal probe seeming to be reading wrong. Mis suggested nurse check for any other sources of heat generation (such as feeling the jaw for shivering). Device seemed to be working as it should to get to target temperature. Mis offered to call back and nurse stated would give a call back if needed.